Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding/abnormal bleeding(vaginal,menorrhagia)'), vaginal haemorrhage ('abnormal bleeding(vaginal,menorrhagia)') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, breast disorder, premenstrual syndrome and penicillin allergy. Concurrent conditions included irregular menstrual cycle, dysfunctional uterine bleeding and menometrorrhagia. Concomitant products included nitrofurantoin (macrodantin). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). In (B)(6) 2006, the patient experienced insomnia ("insomnia"). In (B)(6) 2007, the patient experienced allergy to metals ("symptoms consistent with nickel allergy,nickel allergy"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), muscle fatigue ("tired muscles") and dizziness ("dizzy spells,dizzy"). In (B)(6) 2007, the patient experienced alopecia ("hair loss."). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2009, the patient experienced hand-arm vibration syndrome ("vibrating of hands and feet"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("cramping,lower abdomen pain"), pain in extremity ("feet and legs pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: chronic uti") and irritable bowel syndrome ("ibs"). The patient was treated with surgery (ablation-(B)(6)2008). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain, pelvic pain, abdominal pain lower, allergy to metals, pain in extremity, urinary tract infection, bladder disorder, urinary tract disorder, dyspareunia, fatigue, insomnia, muscle fatigue, fibromyalgia, alopecia, hand-arm vibration syndrome, dizziness and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, dizziness, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, hand-arm vibration syndrome, insomnia, irritable bowel syndrome, menorrhagia, muscle fatigue, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient continues to treat and suffer from injuries caused by the essure device. Per mr- endometrial hydro-thermal ablation on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: fallopian tubes were occluded. Concerning the injuries reported in this case the following events were confirmed via patients medical record : abdominal pain, fibromyalgia, nickel allergy. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs and mr received: following events were added: abnormal vaginal bleeding, feet and legs pain, chronic uti, bladder problems, dyspareunia (painful sexual intercourse), fatigue, insomnia, fibromyalgia, hair loss, urinary problems, vibrating of hands and feet, dizzy spells,tired muscles, ibs. Medical history,concomitant conditions and concomitant products added. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report